Event description:
It was reported, the high definition lcd monitor's power went off. After five minutes of being turned on. The issue occurred, during an unspecified diagnostic procedure. The intended procedure was stopped and not completed. There were no reports of patient harm.

Manufacturer narrative:
E1: (B)(6). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b3, d8, g2 (distributor should be unmarked from the initial medwatch). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, the suggested event was likely due to the failure of the printed circuit board; thus, the procedure was aborted. However, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.